Event description:
Pt's daughter called spontaneously to report that backup pump (sn# (B)(4)) has lost its programming. Pt will continue using current functioning pump. No interruption in therapy, no harm to pt. Replacement pump and return box sent. Pump is being replaced; no adverse effect resulted due to pump malfunction, pt used backup pump. Reported to (B)(6) by pt/caregiver.